Manufacturer narrative:
(B)(4) date sent to FDA: 12/18/2020. H3 analysis summary: a dispensed needle/suture piece of product code sxpp1a403 was returned for analysis. During the visual inspection of sample, the swage and attachment area were noted to be as expected, body fluids and marks by use of a surgical instrument could be observed on the body needle. The strand was noted with body fluids, stress, some barbs were damaged, and end of suture was broken apparently by use of surgical instrument. The section of fixation tab was not received for evaluation. The product code sxpp1a403 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. Photo analysis: a picture was received for evaluation. Upon to visual inspection of the picture a bag with a needle-suture that appears to have the sides of fixation tab broken of the product code sxpp1a403, could be observed. This report is being submitted pursuant to the provisions of 21 cfr, parts 4 and 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020, and a barbed suture was used. During the procedure, the fixation feature broke. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.